Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this patient was playing soccer in (B)(6) 2020, and a soccer ball collided with the site of the device pocket. After this incident, noise was detected on both leads. When the pocket was opened, the subclavian vein was crushed, and noise appeared on the shock coil just by tapping the main unit. System was explanted and will be replaced on a future date.